Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant or installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
In (B)(6) 2021 the patient had right side si joint arthrodesis where three implants were installed. The patient later reported right side radicular foot pain. The surgeon determined that the cranial positioned implant was impinging on the s1 neuroforamen causing radicular pain. In (B)(6) 2021, the surgeon performed a revision procedure where he removed the cranial positioned implant. No bone graft or additional hardware was added. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.